Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg became inoperable following an unrelated surgical procedure, prior to which the ipg was not set to surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. It was reported to abbott, a patient was unable connect with their ipg. A patient had an unrelated surgery where the ipg was not placed surgery mode. The rep met with the patient and was unable to recover the ipg. The ipg was deemed inoperable. Replacement surgery is pending scheduling. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section h7: added additional remedial actions it was reported to abbott, a patient was unable connect with their ipg. A patient had an unrelated surgery where the ipg was not placed surgery mode. The rep met with the patient and was unable to recover the ipg. The ipg was deemed inoperable. The patient's ipg was explanted and replaced. The patient has functioning therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.